Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated their patient should be rewarmed in an arctic sun device but was still only 35.6c. Targeted temperature was 36.5c and water temperature was only 28c, flow rate was 2.1lpm, good pad covered, patient had warm blankets on as well. Nurse had already changed the rewarm rate to max and placed the device in manual control at 40c when they contacted. Checked event log for an alert 113 (reduced water temperature was control). They were unsure if anyone added water to the device. Stopped manual control and drained 500ml from right side drainage port. Restarted manual control and water temperature was rose to 40c. Disabled manual control and restarted therapy. Water temperature was dropped, and they were concerned. It was explained that was normal as they were forcing the device to make warm water and during therapy it did that at a controlled rate. Iterated the importance of emptying pads before filling the reservoir. They would call back if they had any further issues. They also changed their rate back to 0.25c when they explained the safety implications of an uncontrolled rewarm. They should continue whatever external measures their protocol allowed for and consider clinical reasons the patient was not warming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated their patient should be rewarmed in an arctic sun device but was still only 35.6c. Targeted temperature was 36.5c and water temperature was only 28c, flow rate was 2.1lpm, good pad covered, patient had warm blankets on as well. Nurse had already changed the rewarm rate to max and placed the device in manual control at 40c when they contacted. Checked event log for an alert 113 (reduced water temperature was control). They were unsure if anyone added water to the device. Stopped manual control and drained 500ml from right side drainage port. Restarted manual control and water temperature was rose to 40c. Disabled manual control and restarted therapy. Water temperature was dropped, and they were concerned. It was explained that was normal as they were forcing the device to make warm water and during therapy it did that at a controlled rate. Iterated the importance of emptying pads before filling the reservoir. They would call back if they had any further issues. They also changed their rate back to 0.25c when they explained the safety implications of an uncontrolled rewarm. They should continue whatever external measures their protocol allowed for and consider clinical reasons the patient was not warming.